Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted sigma hp instruments cases confirmed the coating on the brackets have delaminated. The product lot codes indicate manufacture dates of 2008 and 2009. A search of the complaint database found additional reports of bracket delamination for sigma hp instrument cases against the lot code. Previous investigation did not conclusively determine the root cause, although it is the supplier manufacturing process related. Details of this issue have been documented through pra / hhe (dva-105416) and CAPA (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The inside and outside of the trays are delaminating.